Event description:
Per the clinic, impedance with zigzag pattern was noted on 13 electrodes. The patient experienced intermittent connection with the implant, intermittent sound, sustained a head trauma, swelling, pain and poor performance with the device. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.